Manufacturer narrative:
Service was declined as the customer did not question system performance. In conclusion, a cause for this event is unknown and could not be determined.

Event description:
The customer reported non-reproducible false positive troponin I (accutni) patient results involving access 2 immunoassay system. The customer stated two to three discrepant results occurred within the last four months. The customer stated the false positive results were not released out of the laboratory. The customer has a standard protocol to verify unexpected results prior to reporting results out of the laboratory. There was no report of patient injury or change in patient treatment associated with this event.